Event description:
A 56-yr-old pt had an ivc filter placed on 12/1/93 without incident. Several hrs later, the pt threw an embolus and expired. It is impossible to determine whether the embolus originated above or below the site of device placement.